Event description:
It was reported that patient (pt) had, prior to admittance, high blood pressure otherwise healthy and physically active. Pt. Was admitted to local hospital because of chest pain and nausea. ECG showed signs of acute myocardial infarction. In ER at local hospital she got an asystoli and received brief CPR. Transferred by ambulance to another facility for an angiogram and possible percutaneous coronary intervention (pci). During transportation in ambulance, her blood pressure was unstable. On arrival, blood pressure had stabilized and she received intra-aortic balloon pump (iabp) and after that pci was performed to circumflex artery (cx), left anterior descending (lad) and left main artery with iabp support. The iab was inserted at 09:35 in left femoral artery. Procedure ended at 12:14 with a good result and blood pressure had stabilized. Before procedure ended, staff noticed that iab catheter was placed too far distally. Catheter was moved to a better position before it was sutured. Pt. Was transferred to cardiac intensive care unit (cicu) ward after procedure. At cicu, after procedure, pt. Was stable with good augmentation on iabp assist 1:1 at 13:10 iabp was put on 1:4 assist to see if pt. Tolerated this. Plan was to remove iabp if pt. Remained stable. At 13:15 there was an iabp alarm for "helium loss." Nurse checked helium tube for blood, but there was no visible blood in catheter. Ward physician was called on and when nothing was visibly wrong pump was started again. After several alarms for "helium loss" (still no blood in helium tube), physician decided to stop pumping and end iabp treatment. At this time, blood had become visible in helium tube. Pump was immediately shut off and catheter was removed acutely 13:25. After a while pt. Got severe pain in her right leg, which also turned pale and cold. A weak pulse could be detected with doppler. Pt was treated with a high dose of oxygen and after about 30-45 minutes, the color returned to leg and pain was less severe. Pt. Was returned to her local hospital the next day, in stable condition.

Manufacturer narrative:
Sample will not be returned for evaluation.